Event description:
An obese patient underwent roux-en-y surgery and developed a post-op leak at the g-j anastomosis. The leak resulted in dehiscence and peritonitis, requiring emergency laparoscopic surgery. The pt was tested using methylen blue dye to confirm the leak. The surgeon used 2.0 pos suture to reinforce the g-j anastomosis and a draining tube (g-tube) was placed. The pt is doing fine and is back to work.

Manufacturer narrative:
No eval can be performed; device was not explanted.